Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced cardiac perforation and cardiac tamponade during a procedure to implant a leadless implantable pulse generator (ipg). Difficulty was encountered in pressing the delivery system against the ventricular septum. During both the first and second deployments, pacing failure occurred. After recapturing following the second deployment, while approaching the ventricular septum again, an abnormal movement of the cardiac silhouette was noted on fluoroscopy, prompting immediate echocardiographic examination. Cardiac tamponade was confirmed and pericardial puncture was performed on the spot to initiate drainage. As bleeding could not be controlled, open-heart surgery was performed. External circulation was initiated, but the flow could not be achieved; an emergency thoracotomy was performed. Damage to the right ventricular free wall was confirmed, and even though hemostasis was performed surgically, the bleeding could not completely stop and the patient was transported to the intensive care unit. It was reported that the patient died.